Manufacturer narrative:
The remaining devices were evaluated in the field and the issue was confirmed; the devices had alignment issues. The devices were repaired and returned to use.

Event description:
This report summarizes 4 malfunction events, where it was reported the steer was difficult to engage or the brakes could not be engaged. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the steer was difficult to engage or the brakes could not be engaged. There was no patient involvement.